Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, the patient was outside mowing when he suddenly passed out. The patient¿s wife found him lying on the ground. He also had a cut on his eyebrow from falling when he lost consciousness. Emergency medical services (ems) was called and when they arrived, the patient¿s bg meter reading was 24 mg/d while the cgm was reading low mg/dl. The patient was treated with a glucagon injection, unspecified food and drink, and IV fluids. The patient regained consciousness approximately 30 minutes after receiving treatment. The patient declined being brought to the hospital. The patient realized approximately one hour after he regained consciousness that his dexcom receiver had not alerted him to his hypoglycemic state. The patient was feeling better at the time of report. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no alert/notification occurred. The product was evaluated. An exterior visual inspection was performed and no damage was found. Receiver charge and receiver boot was performed and passed. Data log analysis was performed and passed. Functional test results was performed and passed. Alarm/alert manual test was performed and passed. Internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. Customer¿s complaint "alert/notification settings issue" was undetermined because this receiver passed alarm/ alert hardware testing. The patient¿s allegation was undetermined. The probable cause could not be determined as the allegation was not found. No additional patient or event information is available.